Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the abutment was continuously loose. The abutment was removed. There was no report of patient injury. Date received by manufacturer: 13 may 2019, type of report: follow up, type of reportable event: malfunction, if follow up, what type: additional information, device evaluation, device manufacture date: 28 dec 2018, event problem and evaluation codes : method, results, conclusion codes. The reported device was received for investigation. Visual inspection of the device identified no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported condition of abutment loosening could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment was continuously loose. The abutment was removed. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). Occupation: sales representative. The following information is unknown at the time of this report. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the abutment (iedat5) was continuously loose. The abutment was removed. There was no report of patient injury.